Event description:
The cane was given to the rptr as a gift. Rptr was using the cane while going through a paved driveway, when the cane broke, causing rptr to fall. Rptr bruised their knee and strained their leg. Rptr did not have to see the dr, but rptr is concerned that this device could cause others to be seriously injured. Rptr contacted the distributor, and they told rptr the cane should be used for "fashionable walking" rather than support. Device was not labeled as such.